Manufacturer narrative:
Philips has investigated this complaint. According to the information collected the wireless footswitch lost connection. A philips service engineer inspected the system onsite and relocated the wireless base station to inside the examination room, at the patient table and re-paired it to the wireless footswitch. Philips has confirmed that the reported failure is due to a connectivity issue. Due to a firmware bug the wireless foot switch can suddenly stop responding when a number of ambient conditions coexist, such as emc disturbance and the presence of other wireless devices in the room. Philips has initiated a medical device correction/field safety corrective action (2021-igt-bst-020).

Event description:
It has been reported to philips that the wireless footswitch was intermittently not connecting to the system. When the wireless footswitch was powered on, the wireless indicator status was red. The user was able to continue with cases by using the wired footswitch. No patient harm has been reported . Philips has started an investigation of this complaint.